Event description:
Reportedly, the patient was experiencing symptoms of vision loss. The physician stated that there appeared to be "white spots" on the posterior aspect of the intraocular lens (iol). The physician described these "white spots" as being "implant opacification" and "calcified precipitates". Further discussion of management of the patient implied the physician would exchange the intraocular lens (iol), starting with the left eye first. Due to hurricane (B)(6), the exchange of the intraocular lens (iol) is currently pending. No additional information was provided.

Manufacturer narrative:
(B)(4).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.